Manufacturer narrative:
Patient information requested but unavailable at this time. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
Customer reported that the patient data module has a burn mark at the e-port connector. No patient consequence.

Manufacturer narrative:
Engineering disassembled the received patient data module (pdm) and pdm docking station involved in the reported incident to determine the extent of the burn marks noted on the pdm e-port connector and to determine if any other components to the pdm showed signs of thermal stress or damage. Based on the review of the pdm photos taken, the burning and melting was isolated and contained to the ground pins of the e-port connector. The rear photo of the e-port connector clearly shows the burning of the e-port ground connector pins and the flex circuit that attaches to the e-port connector. A review of the pdm main central processing unit (cpu) board and flex circuits did not show any indications of component failures due to thermal stress. There is no indication of bent connector pins, either on the pdm e-port connector or the docking station e-port connector, however, close up photos of the e-port connector ground and power pins do show possible signs of cleaning solution residue and corrosion. The investigation concluded that the burning and melting of the pdm e-port connector was likely caused by fluid ingress into the connector area as a result of improper cleaning or spilling of fluids onto the pdm during use. The e-port connector failure was likely caused by fluid ingress due to use error.